Event description:
Patient called in reporting that pump alarm was going off with display message of "no disposable, pump won't run". Patient stated that she attached the cassette to the pump correctly. Advised patient to try cassette on back up pump. Patient did and same error message displayed. Advised patient to try a different cassette. Patient tried new cassette on first pump and started working with no issues. Patient stated that first pump also gave her this error a few days ago but was able to resolve it no adverse events were reported. No other information available at this time. Reported to (B)(6) by pt/caregiver.